Manufacturer narrative:
(B)(4). Results: endoleak. Type ii endoleak. Conclusions: type ii endoleak.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.4 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 20 mm in diameter and 23 mm in length. The stent grafts were successfully implanted. It was reported that a small endoleak was noted on the angiogram. The physician could not determine if this was type ii or type iii; therefore, ballooning of the contralateral junction was performed. It was noted that the contralateral limb was deployed on the flow divider marker and overlap was considered to be adequate. Angiography showed the endoleak was still present; however, no further intervention was performed. Although a type iii endoleak could not be ruled out, the physician believes the endoleak is likely a type ii and it is small enough that it would resolve on its own without further intervention. No additional clinical sequelae were reported and the patient is fine.